Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that multiple cubies had failed. A field service engineer logged into the med station application, navigated to the storage space configuration, medications were shown as loaded, with no failed icons. The field service engineer accessed hardware test application, opened the lids, and found no errors or failures. The fse booted the station to the med station application and had the customer log in to check the cubie, medications were loaded. The customer performed an inventory count the pockets opened, and the medications were loaded with the correct quantity. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, pockets c1, c3, and c5 were not recognized as loaded cubies on the station. The pharmacy technician was unable to recover storage space and reloaded the medications in the affected cubies elsewhere. Reportedly the medications were still stuck in pockets, however when looking at a pyxis map it shows blank areas. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.